Event description:
A micro elite snare was used during a patient procedure. The snare was used to attempt retrieval of a separated guidewire. However, the snare separated during the retrieval attempt. The patient was taken to surgery to remove both device fragments.